Event description:
It was reported that a stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50x20mm promus element plus was selected and advanced to treat the target lesion. When the physician pulled the stent back to perform predilation, the stent got caught on the non bsc guide catheter raising one of the struts in the process. The physician then proceeded to post dilate the lesion and completed the procedure with another 2.50x20mm promus element plus stent. No patient complications were reported and the patient is fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. Struts from the two most proximal stent rows were flared and pushed distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. The hypotube was kinked along its entire length. In addition, the outer and inner were kinked at several locations distal to the bi-component bond. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50x20mm promus element¿ plus was selected and advanced to treat the target lesion. When the physician pulled the stent back to perform predilation, the stent got caught on the non bsc guide catheter raising one of the struts in the process. The physician then proceeded to post dilate the lesion and completed the procedure with another 2.50x20mm promus element¿ plus stent. No patient complications were reported and the patient is fine.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).